Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device was jumping and it did not take graft correctly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the hand piece including nicks and scuffs. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The device was then tested with the customer's hose and operated within motor speed specifications. The hose was of a different style. The 4" width plate had a nick to the leading edge. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on jun 24, 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and ¿o¿ ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications and was outside calibration and side to side specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was jumping and it did not take graft correctly. Additional information received on (B)(6) 2016 stated that the event occurred during surgery and that there was no delay or extension in the surgery; however there was harm, injury or adverse event to patient/operator as the initial graft harvest was unusable. An alternate device was utilized to harvest an additional graft.

Manufacturer narrative:
Air dermatome, serial number (B)(4), was manufactured on 9 july 2015, is 11 months old, and has not been previously returned to zimmer biomet surgical for service since the unit was manufactured. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Prior to repair, the device operated within motor speed specifications and was outside calibration and side to side specifications at the zero thickness setting. The customer's reported event of the device jumping and not taking the graft correctly was not able to be verified. It should be noted that during both initial and repair evaluations no significant damage including anything related to an erratic motor was noted that could have contributed to the reported event. Given the nature of the reported event, there is the potential that the user was applying inconsistent force to the device during the procedure. This is purely speculative as this could not be replicated. Per the instructions for use, the unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.